Event description:
It was reported that the buttons not responding on the customer's insulin pump, following receipt of a button error alarm. It was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 146 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent down and up arrow button response due to moisture damage on the keypad traces. No display anomaly or button error alarm was noted. The insulin pump had cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.